Manufacturer narrative:
This is a final report. The meter was returned and investigated with retained test strips. Control solution testing was performed and all results were within the range specification. No errors or new issues were observed. The complaint is not confirmed all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he was unable to test using his adc blood glucose meter due to an unspecified quality issue that prevented his meter from providing readings. Customer further reported that on the evening of (B)(6) 2014, he experienced a seizure and a loss of consciousness. Customer's wife called the paramedics and upon their arrival, customer was transported to a local hospital where he was reportedly diagnosed with "diabetic coma" and diabetic ketoacidosis (dka), administered unspecified intravenous treatment, and given a CT scan. There was no report of death or permanent impairment associated with this event.